Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was programmed with a 5.0 unit bolus. The bolus delivered properly with no air bubble anomaly noted. The device had minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with air bubbles in their insulin pump. The customer states having an air bubble in the tubing. The customer believes it is the pump that is causing the issue. The customer was advised to try different reservoirs with different lot numbers, but the customer wishes to have the device replaced. The customer's blood glucose was 127mg/dl. The customer states that the issue started three and half weeks ago when her blood glucose was going up. The customer states it reached 497mg/dl and went to the hospital. She was given a shot. The device is being returned for analysis and replaced.